Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record, the shipping inspection record or the complaint file. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that a doctor was performing a radial procedure and the glide sheath slender had the distal shaft break off and had to be removed from the patients radial artery. Additional information was received on 7/10/18. There was no medical or surgical intervention required. There was another catheter used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the catalog no. That was reported in the initial report. Provide the device return date. State that this report has been deemed not FDA reportable.

Manufacturer narrative:
This report is being submitted to correct the device return date that was submitted in the follow up no. 2 report.